Event description:
It was reported that this brady lead was attempted for left bundle branch (lbb) placement due to damage multiple attempts, and the helix would not retract. A new brady lead of the same model was successfully implanted. This brady lead was not implanted and will be returned for analysis. No adverse patient effects were reported.